Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device just outside of left tube\displacement of left essure device') in a (B)(6) female patient who had essure (batch no. C36384-not valid, c35384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure devices inserted". The patient's medical history included benign tumor of liver in 2014. Previously administered products included for an unreported indication: seroquel, ativan and vraylar. Concomitant products included epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), medroxyprogesterone acetate (depo-provera) and valproate semisodium (depakote). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding: menorrhagia/hormonal changes: a lot of period/ heavy period"), vaginal haemorrhage ("abnormal bleeding: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary tract disorder ("bladder or urinary problems or changes: urinary tract disorder"), bladder disorder ("bladder or urinary problems or changes: bladder disorder"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), uterine malposition ("other injury(ies) or complications please describe: malposition of uterus"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pelvic pain ("pain"), dysmenorrhoea ("painful periods") and complication of device removal ("could only remove two devices") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, female sexual dysfunction, depression, anxiety, urinary tract disorder, migraine, nausea, fatigue, weight increased, uterine malposition, vaginal discharge, gastrointestinal disorder and complication of device removal outcome was unknown, the menorrhagia, bladder disorder and dysmenorrhoea had not resolved and the vaginal haemorrhage, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device removal, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine malposition, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: device dislocation; at the time of surgery (salpingectomy) essure devices were noted to be in situ of the fallopian tubes. These fallopian tubes were pulled through the 11 mm port under direct visualization. In insertion details it is mentioned that the essure was then placed into the patient's right tube and deployed without difficulty noting three coils of the tubal ostia and attention was then turned to the patient's left tube where similarly the essure device was deployed without difficulty and four coils were noted at the ostia. But as per hsg results: a second left essure lies outside of the left fallopian tube current weight (B)(6) discrepancy noted: plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion, a second left essure lies outside of the left fallopian tube. Result: unilateral occlusion (left tube occluded),unilateral occlusion (right tube occluded).. Lot number reported c36384 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 9 and 10 were processed together. Pfs received: lot number was added. Reporter information were updated. Event added - could only remove two devices. Outcome of the events heavy painful periods updated to not recovered/not resolved. Event of plaintiff didn¿t undergo essure confirmation tests deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device just outside of left tube\displacement of left essure device') in a 40-year-old female patient who had essure (batch no: c36384-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests" and device use issue "three essure devices inserted". Concomitant products included epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), medroxyprogesterone acetate (depo-provera) and valproate semisodium (depakote). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding: menorrhagia / hormonal changes: a lot of period / heavy period"), vaginal haemorrhage ("abnormal bleeding: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary tract disorder ("bladder or urinary problems or changes: urinary tract disorder"), bladder disorder ("bladder or urinary problems or changes: bladder disorder"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), uterine malposition ("other injury(ies) or complications please describe: malposition of uterus"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pelvic pain ("pain") and dysmenorrhoea ("painful periods") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, female sexual dysfunction, depression, anxiety, urinary tract disorder, migraine, nausea, fatigue, weight increased, uterine malposition, vaginal discharge and gastrointestinal disorder outcome was unknown, the menorrhagia, vaginal haemorrhage, abdominal pain and pelvic pain had resolved and the bladder disorder and dysmenorrhoea had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine malposition, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: device dislocation; at the time of surgery (salpingectomy) essure devices were noted to be in situ of the fallopian tubes. These fallopian tubes were pulled through the 11 mm port under direct visualization. In insertion details it is mentioned that the essure was then placed into the patient's right tube and deployed without difficulty noting three coils of the tubal ostia and attention was then turned to the patient's left tube where similarly the essure device was deployed without difficulty and four coils were noted at the ostia. But as per hsg results: a second left essure lies outside of the left fallopian tube. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: results: total bilateral occlusion, a second left essure lies outside of the left fallopian tube. Result: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded). Lot number reported c36384 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of product technical complaint. On 11-aug-2020: pfs received, no new clinical information was received. On 11-aug-2020. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device just outside of left tube\displacement of left essure device') in a 40-year-old female patient who had essure (batch no. C36384-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests" and device use issue "three essure devices inserted". Concomitant products included epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), medroxyprogesterone acetate (depo-provera) and valproate semisodium (depakote). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding: menorrhagia/hormonal changes: a lot of period/ heavy period"), vaginal haemorrhage ("abnormal bleeding: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary tract disorder ("bladder or urinary problems or changes: urinary tract disorder"), bladder disorder ("bladder or urinary problems or changes: bladder disorder"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), uterine malposition ("other injury(ies) or complications please describe: malposition of uterus"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pelvic pain ("pain") and dysmenorrhoea ("painful periods") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, female sexual dysfunction, depression, anxiety, urinary tract disorder, migraine, nausea, fatigue, weight increased, uterine malposition, vaginal discharge and gastrointestinal disorder outcome was unknown, the menorrhagia, vaginal haemorrhage, abdominal pain and pelvic pain had resolved and the bladder disorder and dysmenorrhoea had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine malposition, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: device dislocation; at the time of surgery (salpingectomy) essure devices were noted to be in situ of the fallopian tubes. These fallopian tubes were pulled through the 11 mm port under direct visualization. In insertion details it is mentioned that the essure was then placed into the patient's right tube and deployed without difficulty noting three coils of the tubal ostia and attention was then turned to the patient's left tube where similarly the essure device was deployed without difficulty and four coils were noted at the ostia. But as per hsg results: a second left essure lies outside of the left fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion, a second left essure lies outside of the left fallopian tube. Result: unilateral occlusion (left tube occluded),unilateral occlusion (right tube occluded).. Amendment: the report was amended for the following reason: al relevant information was transferred from case no 2020-008147(deletion) to this case such as local event number, ptc global number, e2b company number. Event- plaintiff didn¿t undergo essure confirmation tests, three essure devices inserted, painful periods, reporters were added. No new follow-up information was received from the reporter. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure device just outside of left tube\displacement of left essure device") in a 40-year-old female patient who had essure (batch no. C36384-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), medroxyprogesterone acetate (depo-provera) and valproate semisodium (depakote). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding: menorrhagia"), vaginal haemorrhage ("abnormal bleeding: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary tract disorder ("bladder or urinary problems or changes: urinary tract disorder"), bladder disorder ("bladder or urinary problems or changes: bladder disorder"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), uterine malposition ("other injury(ies) or complications please describe: malposition of uterus"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, tubal ligation). At the time of the report, the device dislocation, hormone level abnormal, female sexual dysfunction, depression, anxiety, urinary tract disorder, bladder disorder, migraine, nausea, fatigue, weight increased, uterine malposition, vaginal discharge and gastrointestinal disorder outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, nausea, urinary tract disorder, uterine malposition, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: device dislocation; at the time of surgery (salpingectomy) essure devices were noted to be in situ of the fallopian tubes. These fallopian tubes were pulled through the 11 mm port under direct visualization. In insertion details it is mentioned that the essure was then placed into the patient's right tube and deployed without difficulty noting three coils of the tubal ostia and attention was then turned to the patient's left tube where similarly the essure device was deployed without difficulty and four coils were noted at the ostia. But as per hsg results: a second left essure lies outside of the left fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion, a second left essure lies outside of the left fallopian tube. Most recent follow-up information incorporated above includes: on 10-may-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device just outside of left tube\displacement of left essure device') in a 40-year-old female patient who had essure (batch no. C36384-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), medroxyprogesterone acetate (depo-provera) and valproate semisodium (depakote). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding: menorrhagia/hormonal changes: a lot of period/ heavy period"), vaginal haemorrhage ("abnormal bleeding: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary tract disorder ("bladder or urinary problems or changes: urinary tract disorder"), bladder disorder ("bladder or urinary problems or changes: bladder disorder"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), uterine malposition ("other injury(ies) or complications please describe: malposition of uterus"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and pelvic pain ("pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, female sexual dysfunction, depression, anxiety, urinary tract disorder, migraine, nausea, fatigue, weight increased, uterine malposition, vaginal discharge and gastrointestinal disorder outcome was unknown, the menorrhagia, vaginal haemorrhage, abdominal pain and pelvic pain had resolved and the bladder disorder had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine malposition, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: device dislocation; at the time of surgery (salpingectomy) essure devices were noted to be in situ of the fallopian tubes. These fallopian tubes were pulled through the 11 mm port under direct visualization. In insertion details it is mentioned that the essure was then placed into the patient's right tube and deployed without difficulty noting three coils of the tubal ostia and attention was then turned to the patient's left tube where similarly the essure device was deployed without difficulty and four coils were noted at the ostia. But as per hsg results: a second left essure lies outside of the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion, a second left essure lies outside of the left fallopian tube. Result: unilateral occlusion (left tube occluded),unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet received. Event outcome was added for the event: bladder problems. Event hormonal changes was clubbed with the event: menorrhagia. Reporter's information and lab data was updated. Incident. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure device just outside of left tube\displacement of left essure device") in a (B)(6)-year-old female patient who had essure (batch no. C36384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), epinephrine (epipen 2-pak), medroxyprogesterone acetate (depo-provera) and valproate semisodium (depakote). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding: menorrhagia"), vaginal haemorrhage ("abnormal bleeding: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary tract disorder ("bladder or urinary problems or changes: urinary tract disorder"), bladder disorder ("bladder or urinary problems or changes: bladder disorder"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), uterine malposition ("other injury(ies) or complications please describe: malposition of uterus"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, tubal ligation). At the time of the report, the device dislocation, hormone level abnormal, female sexual dysfunction, depression, anxiety, urinary tract disorder, bladder disorder, migraine, nausea, fatigue, weight increased, uterine malposition, vaginal discharge and gastrointestinal disorder outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, nausea, urinary tract disorder, uterine malposition, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: device dislocation; at the time of surgery (salpingectomy) essure devices were noted to be in situ of the fallopian tubes. These fallopian tubes were pulled through the 11 mm port under direct visualization. In insertion details it is mentioned that the essure was then placed into the patient's right tube and deployed without difficulty noting three coils of the tubal ostia and attention was then turned to the patient's left tube where similarly the essure device was deployed without difficulty and four coils were noted at the ostia. But as per hsg results: a second left essure lies outside of the left fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion, a second left essure lies outside of the left fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received: lot number added. New events: left essure device just outside of left tube, hormonal changes, abnormal bleeding: menorrhagia, abnormal bleeding: vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, psychological or psychiatric problems condition: depression, bladder or urinary problems or changes: bladder disorder, bladder or urinary problems or changes: urinary tract disorder, migraines / headaches, nausea, fatigue, gastrointestinal or digestive system condition, abdominal pain, weight gain / loss specify which one: weight gain and other injury(ies) or complications please describe: malposition of uterus, vaginal discharge were added. Reporter information added. Patient details updated. Product details updated. Concomitant drugs were added. Case category was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.